Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during prime/ compromised force sensor system alarm test due to motor encoder signal out of phase. They were unable to verify the compromised force sensor system alarm and perform the displacement test due to the motor error alarm. The pump scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The customer's spouse stated that they treated the high blood glucose with an injection. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.